Event description:
It was reported that, "surgeon complained that our cannula was not long enough and bottomed on guide before it touched bone. After drilling and placing the screw it was discovered that the screw had missed the screw hole in the nail anteriorly."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.